Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the pocket appeared infected. The physician opened the pocket and attempted to treat the infection. As per additional information received, the patient¿s pocket began to open spontaneously but no pus and hematoma was present. Cultures from the pocket came back negative. The patient was then treated with antibiotics in the pocket and intravenous antibiotics. The device pocket was then closed and no part of the device system was taken out. There were no additional adverse patient effects reported. The rv lead remains in service.

Event description:
Additional information indicates that the right ventricular (rv) lead extracted due to infection and erosion. Reportedly, some purulent discharge was also noted. The device pocket was debrided and the wound was irrigated with antibiotics irrigation. There were no additional adverse patient effects were reported. The rv lead was explanted.